Manufacturer narrative:
Evaluation: system power stability was double-checked through amplifier and oscillator. Femto pulse was also checked, 704fs. Surgical energy was lowered from 0.5uj to 0.41uj. No dlk appeared according to hosp info. Account reported that pt had pre-op bcva of 0.08 and post of bcva 0.5 and dlk resolved.

Event description:
Info reported to MFR on (B)(6) 2011. Intralase femtosecond laser was used to create a flap on right eye (od) on (B)(6)-2011. Pt came for follow up and it was diagnosed on (B)(6)-2011 with dlk stage ii. Pt was treated with topical steroids. On the 3rd day post-op pt flap was lifted rinsed and scraped. Pt is responding to treatment. It was also reported that pt experienced vision loss more than two lines of best corrected visual acuity (bcva).